Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was received in good visual condition and with a 6r45b cartridge loaded in the device. The reload was received fully fired and in good visual conditions. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no malformed staples were noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was clamped down and fired. The device cut but did not staple properly. The staples were delivered into the tissue unformed. The case was converted to an open procedure and the patient care was altered as a result of the event. It was unknown what color reload was being used.